Manufacturer narrative:
The event unit was returned for evaluation without the device key. Engineering performed visual and functional testing on the device. The device was found to meet all specifications. Engineering attempted to replicate the customer experience by dry-firing the blade and by performing cuts on porcine tissue. The device performed as expected. The root cause of the blade jamming during use was unable to be determined because engineering was unable to replicate the incident. The device was found to meet all specifications and was able to transect tissue properly. Although the root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap right colon resection -"dr. (B)(6) said that the blade lever on the 5mm fusion device felt weird after the 25th firing of the device. After another twenty fires he said the blade lever just did not feel right. The device was sealing and transecting correctly. The blade lever would not retract back to the starting position after it had been pulled we stopped using the device and opened a new which worked good." Patient status: "patient is ok."